Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: anterior retroperitoneal dissection, exposure of l4-5 and l5-s1 disc space, for pre-op diagnosis of l4-5 and l5-s1 post laminectomy syndrome, degenerative disc disease and instability. No complications were reported. On (B)(6) 2011, patient underwent following procedure: l4-5-s1 anterior instrumentation, l4 arthrodesis, l5 arthrodesis, s1 arthrodesis, l4 open reduction internal fixation, l5 open reduction internal fixation, s1 open reduction internal fixation, l4-5 cage, l5-s1 cage, bone marrow aspiration, intraoperative fluoroscopy, intraoperative microscopy loupe, actifuse bonegraft, anterior fat graft, bmp, local autograft, for pre-op diagnosis of: l5-s1 herniated nucleus pulposus recurrent herniation status post laminectomy, l5-s1 documented retrolisthesis interspace collapse, modic changes, axial genic disc with recurrent herniations, l4-5 central herniation retrolisthesis dark disc modic changes interspace narrowing. Per-op notes: at l3-4 14 mm cage, l4-5 13mm and l5-s1 12 mm cage was selected. Cage filled with actifuse, bmp, local autograft were tapped into interspace. No complications were reported.